Event description:
Note: the event date is unk. The complainant has reported that a male pt (age unk) underwent a therapeutic procedure to place a polyflex esophageal stent for treatment of a refractory benign stricture at the anastomose junction of the esophagus and the small bowel in 2006. Approximaely 3 weeks later (date unk), the pt presented with symptoms of dysphasia. Stent migration was confirmed upon gastroscopy. The stricture was noted to be resolved. The pt is being followed by the physician for location of the migrated stent (right colon); the stent is expected to pass via peristalsis. Bsc is not aware of any adverse effect to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event.